Event description:
According to the reporter, the pt's meter was not previously set to the correct unit of measurement and the pt is not aware of how long it was set incorrectly. At one point, the pt tested and obtained a results of "ketones", which indicates a result of either 240 mg/dl or above 13.3 mmol/l or above. The pt's blood glucose was tested on another meter or lab device and the result was 273 mg/dl. Treatment was reported as none. It would have been helpful to know if the pt had symptoms at the time of these results, what time she received the "ketones" message, what time she received the result of 273 mg/dl, and if she received any treatment. Although the pt's meter was set incorrectly, the pt reported a high result with ketones and at the hosp the pt was not given any treatment. A replacement meter has been sent to the pt.